Event description:
Flow rate too fast. The pump was empty in 18 hours.

Manufacturer narrative:
Received two empty and used pumps for eval and investigation. The visual inspection of the pumps found the tubing had been cut just below the air filter on both pumps. The tubing was reattached for eval. Notations on the pumps confirmed a fill volume of 44 ml. The pumps were refilled with normal saline solution to the nominal fill volume of 60 ml for testing. When the pinch clamp was opened, the pump infused. A flow rate accuracy test was performed and the pump infused within spec. A fill volume of 44 ml is expected to infuse in approx 18 hours, which was the reported infusion time. The directions for use (1303046, rev. E) contains a caution for underfilling the pump: "cautions: actual infusion times may vary due to the following: filling the pump less than normal results in faster flow rate." The delivery times provided in the dfu are approximate when pump is filled to a volume other than nominal. A review of the lot history found no confirmed complaints for fast flow for the reported lot.